Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a doctor complained that ise results were high for his patients. Based on this, the customer turned on the moving averages in her software and noticed that patients are running higher for ise tests even though quality controls (qc) are acceptable. The issue has been going on since (B)(6) 2016. On (B)(6) 2016 the field service engineer (fse) was onsite for another issue not related to ise and the customer requested the fse to bleach the instrument. Afterwards, the customer calibrated, ran qc and patient samples. During this, the results for 3 patient samples were noticed to be very low when tested for ise indirect na, k, ci for gen.2. The customer changed all electrodes and solutions, re-calibrated and ran qc. The customer repeated the samples. Based on the data provided, the na, k and cl results for 1 patient were erroneous and reported outside of the laboratory. The initial na result was 118 mmol/l. The initial k result was 2.8 mmol/l. The initial cl result was 124 mmol/l. These results were reported outside of the laboratory. After these were reported out the laboratory called the floor within 5 minutes and provided the repeat results. The repeat na result was 142 mmol/l. The repeat k result was 4.36 mmol/l. The repeat cl result was 104 mmol/l. The doctor requested that the patient be re-drawn and retested. The na result from the new sample was 141 mmol/l, the k result was 4.3 mmol/l and the cl result was 104 mmol/l. No adverse event occurred. No electrode lot numbers or expiration dates were provided. On (B)(6) 2016 the field service engineer (fse) visited the customer site and identified a misadjusted rinse mechanism. The rinse mechanism was adjusted and calibration tests were successful. The customer indicated that after the service action by the fse, the system worked for a day. On (B)(6) 2016 questionable ise results were observed again. The fse had advised the customer to replace all electrodes if ise problems occurred again. The customer replaced all the electrodes on (B)(6) 2016 and has had no further ise issues. A specific root cause could not be identified. The customer was receiving na and k results that were too low and cl results that were too high. Possible root causes for this may be related to air in the sample channel, leakage current coming from waste or using old or expired electrodes.